Event description:
High blood glucose levels [blood glucose increased]. Case description: this spontaneous report from a consumer, reported as "high blood glucose levels", concerns a pt using novopen 3 blue and novopen 3 green (insulin delivery devices) due to diabetes mellitus. The reporter stated that family member experienced high blood glucose levels during use of two different novopen 3 devices. Subsequently, treatment in hospital was required. The reporter stated that the function check of the pens failed and the devices were discarded. No further information is expected. Reporter's comment: the hospital's pharmacist does not suspect the pens but the pt's irregular food intake. The pt has been retained.